Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. Hardware low level failures error was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No inverse critical block did not add to zero error alarms or the motor arm cannot communicate with the main arm error noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the motor arm cannot communicate with the main arm as well as the critical block and inverse critical block did not add to zero alarm. Customer's blood glucose value was 165 mg/dl. The customer was assisted with troubleshooting. The customer stated that the contacts were not missing, damaged, or corroded. The customer stated that neither compartment nor spring were damaged or corroded. The customer stated that they did not receive the battery failed alarm when customer replaced the battery. The customer states they disconnect and run self-test, hardware low level failures alarm displayed on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.